Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 05-mar-2020. The most recent information was received on 10-jun-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / numerous pelvic pain with heaviness"), salpingitis ("salpingitis around the tin particles"), menometrorrhagia ("menometrorrhagia"), embedded device ("right essure insert was in subserosal position in right horn"), uterine leiomyoma ("5 leiomyomas without suspicion of malignancy / 2 intracavitary fibromas / small submucosal anterior myoma") and adenomyosis ("major diffuse adenomyosis / adenomyosis lesions") in a 49 year-old female patient who had essure inserted (lot no. 20188520) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced a first episode of heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2019 she experienced pelvic pain (seriousness criteria medically important and intervention required), adenomyosis (seriousness criterion medically important), a second episode of heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), pelvic discomfort ("pelvic heaviness"), a first episode of uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), muscle spasms ("leg muscle cramps"), achilles tendonitis ("tendonitis of the right achilles tendon"), headache ("headache (intensive and frequent)"), middle insomnia ("insomnia and awakening at night"), rash over arms ("skin rash (forearm)"), a first episode of dysuria ("terminal dysuria") and muscular back pain ("muscle pain (trapezius)"). Essure was removed on (B)(6) 2020. An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), a second episode of dysuria ("terminal dysuria"), pain in extremity ("intense and unusual pain in legs (both sides)"), vertigo ("vertigo"), granuloma ("granuloma in the right horn in contact with the essure"), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), eye disorder ("ocular disorder"), dizziness ("dizziness"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), neck pain ("neck pain"), eczema ("skin reaction, like aczema"), skin rash ("skin rash"), tendonitis ("tendonitis"), a second episode of uterine adhesions ("sus-isthmic central synechia"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), ear disorder ("etn disorder"), nasal disorder ("etn disorder"), pharyngeal disorder ("etn disorder"), low back pain ("intense and unusual pain in lower back") and metal poisoning ("etiological picture of metal poisoning, including tin") and was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with other therapeutic products as well as surgery (total hysterectomy with bilateral adnexectomy/salpingectomy, radio-frequency endometrial ablation on (B)(6) 2017 and removal of fibromas via hysteroscopy on (B)(6) 2013), unspecified non-drug therapy and surgical treatment consisting of a hysterectomyand a bilateral salpingectomy. In (B)(6) 2020, the myalgia, headache, rash over arms, ear disorder, nasal disorder and pharyngeal disorder had resolved. In (B)(6) 2020, the achilles tendonitis had resolved. In (B)(6) 2021, the middle insomnia had resolved. At the time of the report, the arthralgia, eye disorder, memory impairment and tinnitus were resolving and the pelvic pain, embedded device, latest episode of dysuria, pain in extremity, dizziness, speech disorder and skin rash had resolved. The outcomes for salpingitis, menometrorrhagia, uterine leiomyoma, adenomyosis, intermenstrual bleeding, pelvic discomfort, pollakiuria, muscle spasms, granuloma, dysmenorrhoea, abdominal distension, neck pain, eczema, tendonitis, fatigue, muscular back pain, low back pain, metal poisoning, the last episode of heavy menstrual bleeding and the last episode of uterine adhesions were unknown. The reporter considered abdominal distension, adenomyosis, arthralgia, muscular back pain, low back pain, device dislocation, dizziness, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, ear disorder, eczema, embedded device, eye disorder, fatigue, granuloma, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, intermenstrual bleeding, memory impairment, menometrorrhagia, metal poisoning, middle insomnia, muscle spasms, myalgia, nasal disorder, neck pain, pain in extremity, pelvic discomfort, pelvic pain, pharyngeal disorder, pollakiuria, rash over arms, skin rash, salpingitis, speech disorder, syncope, achilles tendonitis, tendonitis, tinnitus, the first episode of uterine adhesions, the second episode of uterine adhesions, uterine leiomyoma and vertigo to be related to essure administration. The reporter commented: during essure insertion procedure the endocervix was normal, examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Also showed a normal tubal orifices (ostia). Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Visit on (B)(6) 2019: no suspicious element of malignancy. Laboratory analysis showed mineral matter in the tissues surrounding the implants. On follow-up: reporter informed that major adenomyosis, of such magnitude that the treatment can only be the removal of the organ. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy fallopian tube] in (B)(6) 2020: examination reveals in the tissues 23 particles of tin, 6 of tin and silver, and 1 of tin oxide. [Gynaecological examination] on (B)(6) 2019: uterus: diffuse major adenomyosis and central sus isthmic synechia [magnetic resonance imaging abdominal] in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn; on (B)(6) 2019: very large adenomyosis uterus and associated intramural myomas. Essures in place on MRI displaced by adenomyosis; (date unknown): essure in place displaced by adenomyosis [pathology test] in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region. Adenomyosis is confirmed, as well as inflammatory reactions of tubes in contact with implants. At the level of the right uterine horn, in contact with the essures, presence of resorptive macrophagic lesions of the granuloma type. Analysis of the implant thus reveals that organic sleeve covers the weld area and that mineral particles cover said sleeve. The metallic residues, mainly tin, are disseminated in the sleeve. The metals making up the implant are therefore found on the organic tissue, proof of the product's disintegration. [Ultrasound scan] in (B)(6) 2010: nothing remarkable; on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn lot number: 20188520. Manufacturing date: 2009/07. Expiration date: 2012/07. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-jun-2022: medical record received : event "salpingitis around the tin particles" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 25-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / numerous pelvic pain with heaviness'), menometrorrhagia ('menometrorrhagia'), embedded device ('right essure insert was in subserosal position in right horn'), uterine leiomyoma ('5 leiomyomas without suspicion of malignancy / 2 intracavitary fibromas / small submucosal anterior myoma') and adenomyosis ('major diffuse adenomyosis / adenomyosis lesions') in a 49-year-old female patient who had essure (batch no. 20188520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced the first episode of heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), the second episode of heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), pelvic discomfort ("pelvic heaviness"), the first episode of uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), muscle spasms ("leg muscle cramps"), achilles tendonitis ("tendonitis of the right achilles tendon"), headache ("headache (intensive and frequent)"), middle insomnia ("insomnia and awakening at night"), rash over arms ("skin rash (forearm)"), the first episode of dysuria ("terminal dysuria") and muscular back pain ("muscle pain (trapezius)"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), the second episode of dysuria ("terminal dysuria"), pain in extremity ("intense and unusual pain in legs (both sides)"), vertigo ("vertigo"), granuloma ("granuloma in the right horn in contact with the essure"), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), eye disorder ("ocular disorder"), dizziness ("dizziness"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), neck pain ("neck pain"), eczema ("skin reaction, like aczema"), skin rash ("skin rash"), tendonitis ("tendonitis"), the second episode of uterine adhesions ("sus-isthmic central synechia"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), ear disorder ("etn disorder"), nasal disorder ("etn disorder"), pharyngeal disorder ("etn disorder"), low back pain ("intense and unusual pain in lower back") and metal poisoning ("etiological picture of metal poisoning, including tin") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with and surgery (radio-frequency endometrial ablation on (B)(6) 2017, total hysterectomy with bilateral adnexectomy/salpingectomy and removal of fibromas via hysteroscopy on (B)(6) 2013). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the myalgia, headache, rash over arms, ear disorder, nasal disorder and pharyngeal disorder had resolved. In (B)(6) 2020, the achilles tendonitis had resolved. In (B)(6) 2021, the middle insomnia had resolved. At the time of the report, the pelvic pain, embedded device, the last episode of dysuria, pain in extremity, dizziness, speech disorder and skin rash had resolved, the menometrorrhagia, uterine leiomyoma, adenomyosis, the last episode of heavy menstrual bleeding, intermenstrual bleeding, pelvic discomfort, pollakiuria, muscle spasms, granuloma, dysmenorrhoea, abdominal distension, neck pain, eczema, tendonitis, the last episode of uterine adhesions, fatigue, muscular back pain, low back pain and metal poisoning outcome was unknown and the arthralgia, eye disorder, memory impairment and tinnitus was resolving. The reporter considered abdominal distension, achilles tendonitis, adenomyosis, arthralgia, device dislocation, dizziness, dysmenorrhoea, ear disorder, eczema, embedded device, eye disorder, fatigue, granuloma, headache, intermenstrual bleeding, memory impairment, menometrorrhagia, metal poisoning, middle insomnia, muscle spasms, muscular back pain, myalgia, nasal disorder, neck pain, pain in extremity, pelvic discomfort, pelvic pain, pharyngeal disorder, pollakiuria, rash over arms, speech disorder, syncope, tinnitus, uterine leiomyoma, vertigo, the first episode of dysuria, the first episode of heavy menstrual bleeding, the first episode of uterine adhesions, low back pain, skin rash, tendonitis, the second episode of dysuria, the second episode of heavy menstrual bleeding and the second episode of uterine adhesions to be related to essure. The reporter commented: during essure insertion procedure the endocervix was normal, examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Also showed a normal tubal orifices (ostia). Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Visit on (B)(6) 2019: no suspicious element of malignancy. Laboratory analysis showed mineral matter in the tissues surrounding the implants. On follow-up: reporter informed that major adenomyosis, of such magnitude that the treatment can only be the removal of the organ. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy fallopian tube - in (B)(6) 2020: examination reveals in the tissues 23 particles of tin, 6 of tin and silver, and 1 of tin oxide. Gynaecological examination - on (B)(6) 2019: uterus: diffuse major adenomyosis and central sus isthmic synechia. Magnetic resonance imaging abdominal - on an unknown date: essure in place displaced by adenomyosis; in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn; on (B)(6) 2019: very large adenomyosis uterus and associated intramural myomas. Essures in place on MRI displaced by adenomyosis. Pathology test - in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region. Adenomyosis is confirmed, as well as inflammatory reactions of tubes in contact with implants. At the level of the right uterine horn, in contact with the essures, presence of resorptive macrophagic lesions of the granuloma type. Analysis of the implant thus reveals that organic sleeve covers the weld area and that mineral particles cover said sleeve. The metallic residues, mainly tin, are disseminated in the sleeve. The metals making up the implant are therefore found on the organic tissue, proof of the product's disintegration. Ultrasound scan - in (B)(6) 2010: nothing remarkable; on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn. Lot number: 20188520, manufacturing date: 2009/07, and expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: outcome updated for joint pain, muscle pain, headaches, ear disorder, nasal disorder, pharyngeal disorder, insomnia, rash, tendonitis and eye problem. Muscle pain, headache, ear disorder, nasal disorder, pharyngeal disorder,insomnia, rash, tendonitis stop date was added, metal poisoning and product compounding quality isue added as event, lab tests updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2001751) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / numerous pelvic pain with heaviness'), menometrorrhagia ('menometrorrhagia'), embedded device ('right essure insert was in subserosal position in right horn') and uterine leiomyoma ('5 leiomyomas / 2 intracavitary fibromas / small submucosal anterior myoma') in a 49-year-old female patient who had essure (batch no. 20188520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced the first episode of menorrhagia ("menorrhagia"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), adenomyosis ("major diffuse adenomyosis / adenomyosis lesions"), pelvic discomfort ("pelvic heaviness"), uterine synechiae ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), muscle spasms ("leg muscle cramps"), achilles tendonitis ("tendonitis of the right achilles tendon"), headache ("headache (intensive and frequent)"), middle insomnia ("insomnia and awakening at night"), rash over arms ("skin rash (forearm)"), the first episode of dysuria ("terminal dysuria") and muscular back pain ("muscle pain (trapezius)"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), the second episode of dysuria ("terminal dysuria"), pain in extremity ("intense and unusual pain in legs (both sides)"), vertigo ("vertigo"), granuloma ("granuloma in the right horn in contact with the essure"), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), eye disorder ("ocular disorder "), dizziness ("dizziness"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), neck pain ("neck pain"), eczema ("skin reaction, like aczema"), skin rash ("skin rash"), tendonitis ("tendonitis"), uterine adhesions ("sus-isthmic central synechia"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), ear disorder ("etn disorder"), nasal disorder ("etn disorder"), pharyngeal disorder ("etn disorder") and low back pain ("intense and unusual pain in lower back") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with and surgery (radio-frequency endometrial ablation on (B)(6) 2017, total hysterectomy with bilateral adnexectomy/salpingectomy and removal of fibromas via hysteroscopy on (B)(6) 2013). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, the last episode of dysuria, pain in extremity, dizziness and speech disorder had resolved, the menometrorrhagia, uterine leiomyoma, the last episode of menorrhagia, metrorrhagia, adenomyosis, pelvic discomfort, uterine synechiae, pollakiuria, myalgia, muscle spasms, achilles tendonitis, rash over arms, granuloma, dysmenorrhoea, eye disorder, abdominal distension, neck pain, eczema, skin rash, tendonitis, uterine adhesions, fatigue, ear disorder, nasal disorder, pharyngeal disorder, muscular back pain and low back pain outcome was unknown and the arthralgia, headache, middle insomnia, memory impairment and tinnitus was resolving. The reporter considered abdominal distension, achilles tendonitis, adenomyosis, arthralgia, device dislocation, dizziness, dysmenorrhoea, ear disorder, eczema, embedded device, eye disorder, fatigue, granuloma, headache, memory impairment, menometrorrhagia, metrorrhagia, middle insomnia, muscle spasms, muscular back pain, myalgia, nasal disorder, neck pain, pain in extremity, pelvic discomfort, pelvic pain, pharyngeal disorder, pollakiuria, rash over arms, speech disorder, syncope, tinnitus, uterine leiomyoma, uterine synechiae, vertigo, the first episode of dysuria, the first episode of menorrhagia, low back pain, skin rash, tendonitis, uterine adhesions, the second episode of dysuria and the second episode of menorrhagia to be related to essure. The reporter commented: during essure insertion procedure the endocervix was normal, examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Essure insertion was performed on 18-nov-2009 with no incident, 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: essure in place displaced by adenomyosis; in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn. Pathology test - in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region. Ultrasound scan - in (B)(6) 2010: nothing remarkable; on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn. Lot number:20188520 manufacturing date:2009/07 expiration date:2012/07. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: the case 2020-196802 was identified as duplicate of this present case. All of its information has been transferred, including: reporter (lawyer), date of birth and age updated, medical history, lab data, product indication, events added (menometrorrhagia, right essure insert was in subserosal position in right horn, left essure insert was well placed but in a very external position, menorrhagia, dysmenorrhea, ocular disorder, dizziness, bloating, vasovagal malaises, speech disorders, memory disorders, neck pain, eczema, rash, tendonitis, uterine adhesions, dysuria, fatigue, tinnitus, ear disorder, nasal disorder ,pharyngeal disorder, back pain, pain in extremity. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 20188520) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), adenomyosis ("major diffuse adenomyosis / adenomyosis lesions"), pelvic discomfort ("pelvic heaviness"), uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), dysuria ("terminal dysuria"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), back pain ("muscle pain (trapezius)"), muscle spasms ("leg muscle cramps"), tendonitis ("tendonitis of the right achilles tendon"), headache ("headache"), insomnia ("insomnia") and rash ("skin rash (forearm)"). On an unknown date, the patient experienced vertigo ("vertigo") and granuloma ("granuloma in the right horn in contact with the essure") and was found to have uterine leiomyoma ("5 leiomyomas"). The patient was treated with and surgery (total hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, adenomyosis, pelvic discomfort, uterine adhesions, pollakiuria, dysuria, arthralgia, myalgia, back pain, muscle spasms, tendonitis, headache, insomnia, rash, uterine leiomyoma and granuloma outcome was unknown. The reporter considered adenomyosis, arthralgia, back pain, dysuria, granuloma, headache, insomnia, menorrhagia, metrorrhagia, muscle spasms, myalgia, pelvic discomfort, pelvic pain, pollakiuria, rash, tendonitis, uterine adhesions, uterine leiomyoma and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal on an unknown date: essure in place displaced by adenomyosis. Ultrasound scan on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 05-mar-2020. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / numerous pelvic pain with heaviness"), salpingitis ("salpingitis around the tin particles"), menometrorrhagia ("menometrorrhagia"), embedded device ("right essure insert was in subserosal position in right horn"), uterine leiomyoma ("5 leiomyomas without suspicion of malignancy / 2 intracavitary fibromas / small submucosal anterior myoma") and adenomyosis ("major diffuse adenomyosis / adenomyosis lesions") in a 49 year-old female patient who had essure inserted (lot no. 20188520) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of eye dryness, urinary incontinence and parity 3. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced a first episode of heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2019 she experienced pelvic pain (seriousness criteria medically important and intervention required), adenomyosis (seriousness criterion medically important), a second episode of heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), pelvic discomfort ("pelvic heaviness"), a first episode of uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), muscle spasms ("leg muscle cramps"), achilles tendonitis ("tendonitis of the right achilles tendon"), headache ("headache (intensive and frequent)"), middle insomnia ("insomnia and awakening at night"), rash over arms ("skin rash (forearm)"), a first episode of dysuria ("terminal dysuria") and muscular back pain ("muscle pain (trapezius)"). On unknown date she experienced salpingitis (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), a second episode of dysuria ("terminal dysuria"), pain in extremity ("intense and unusual pain in legs (both sides)"), vertigo ("vertigo"), granuloma ("granuloma in the right horn in contact with the essure"), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), eye disorder ("ocular disorder"), dizziness ("dizziness"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), neck pain ("neck pain"), eczema ("skin reaction, like aczema"), skin rash ("skin rash"), tendonitis ("tendonitis"), a second episode of uterine adhesions ("sus-isthmic central synechia"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), ear disorder ("etn disorder"), nasal disorder ("etn disorder"), pharyngeal disorder ("etn disorder"), low back pain ("intense and unusual pain in lower back"), metal poisoning ("etiological picture of metal poisoning, including tin"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with other therapeutic products as well as surgery (total hysterectomy with bilateral adnexectomy/salpingectomy, radio-frequency endometrial ablation on (B)(6) 2017 and removal of fibromas via hysteroscopy on (B)(6) 2013), unspecified non-drug therapy and surgical treatment consisting of a hysterectomyand a bilateral salpingectomy. In (B)(6) 2020, the myalgia, headache, rash over arms, ear disorder, nasal disorder and pharyngeal disorder had resolved. In (B)(6) 2020, the achilles tendonitis had resolved. In (B)(6) 2021, the middle insomnia had resolved. Essure was removed on (B)(6) 2020. At the time of the report, the arthralgia, eye disorder, memory impairment and tinnitus were resolving and the pelvic pain, embedded device, latest episode of dysuria, pain in extremity, dizziness, speech disorder and skin rash had resolved. The outcomes for salpingitis, menometrorrhagia, uterine leiomyoma, adenomyosis, intermenstrual bleeding, pelvic discomfort, pollakiuria, muscle spasms, granuloma, dysmenorrhoea, abdominal distension, neck pain, eczema, tendonitis, fatigue, muscular back pain, low back pain, metal poisoning, skin disorder, nausea, arrhythmia, asthenia, abdominal pain, the last episode of heavy menstrual bleeding and the last episode of uterine adhesions were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, arrhythmia, arthralgia, asthenia, muscular back pain, low back pain, device dislocation, dizziness, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, ear disorder, eczema, embedded device, eye disorder, fatigue, granuloma, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, intermenstrual bleeding, memory impairment, menometrorrhagia, metal poisoning, middle insomnia, muscle spasms, myalgia, nasal disorder, nausea, neck pain, pain in extremity, pelvic discomfort, pelvic pain, pharyngeal disorder, pollakiuria, rash over arms, skin rash, salpingitis, skin disorder, speech disorder, syncope, achilles tendonitis, tendonitis, tinnitus, the first episode of uterine adhesions, the second episode of uterine adhesions, uterine leiomyoma and vertigo to be related to essure administration. The reporter commented: during essure insertion procedure the endocervix was normal, examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Also showed a normal tubal orifices (ostia). Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Visit on (B)(6) 2019: no suspicious element of malignancy. Laboratory analysis showed mineral matter in the tissues surrounding the implants. On follow-up: reporter informed that major adenomyosis, of such magnitude that the treatment can only be the removal of the organ. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2019); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy fallopian tube] in (B)(6) 2020: examination reveals in the tissues 23 particles of tin, 6 of tin and silver, and 1 of tin oxide. [Gynaecological examination] on (B)(6) 2019: uterus: diffuse major adenomyosis and central sus isthmic synechia [magnetic resonance imaging pelvic] in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn; on (B)(6) 2019: very large adenomyosis uterus and associated intramural myomas. Essures in place on MRI displaced by adenomyosis; (date unknown): essure in place displaced by adenomyosis [pathology test] in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region. Adenomyosis is confirmed, as well as inflammatory reactions of tubes in contact with implants. At the level of the right uterine horn, in contact with the essures, presence of resorptive macrophagic lesions of the granuloma type. Analysis of the implant thus reveals that organic sleeve covers the weld area and that mineral particles cover said sleeve. The metallic residues, mainly tin, are disseminated in the sleeve. The metals making up the implant are therefore found on the organic tissue, proof of the product's disintegration. [Ultrasound scan] in (B)(6) 2010: nothing remarkable; on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn lot number:20188520 manufacturing date:2009/07 expiration date:2012/07. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain, skin disorder, nausea, heart rhythm disorders, asthenia were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2019); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain / numerous pelvic pain with heaviness [pelvic pain female] salpingitis around the tin particles [salpingitis] menometrorrhagia [menometrorrhagia] right essure insert was in subserosal position in right horn [embedded device] 5 leiomyomas without suspicion of malignancy / 2 intracavitary fibromas / small submucosal anterior myoma [uterine leiomyoma] major diffuse adenomyosis / adenomyosis lesions [adenomyosis] menorrhagia [menorrhagia] metrorrhagia [metrorrhagia] pelvic heaviness [pelvic discomfort] uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm [uterine synechiae] frequent urination [frequency urinary] terminal dysuria [dysuria] joint pain (right elbow, right knee, upper back, neck, right shoulder) [painful joints] muscle pain (cervical) [localised muscle pain] intense and unusual pain in legs (both sides) [pains in legs] leg muscle cramps [leg cramps] tendonitis of the right achilles tendon [achilles tendonitis] headache (intensive and frequent) [frequent headaches] insomnia and awakening at night [middle insomnia] skin rash (forearm) [rash over arms] vertigo [vertigo] granuloma in the right horn in contact with the essure [granuloma] left essure insert was well placed but in a very external position [device dislocation] menorrhagia [menorrhagia] dysmenorrhea [dysmenorrhea] ocular disorder [eye disorder] dizziness [dizziness] bloating [bloating] vasovagal malaises [syncope vasovagal] speech disorders [speech disorder] memory disorders [memory disturbance] neck pain [neck pain] skin reaction, like aczema [eczema] skin rash [skin rash] tendonitis [tendonitis] sus-isthmic central synechia [uterine synechiae] terminal dysuria [dysuria] significant tiredness [fatigue] tinnitus [tinnitus] etn disorder [ear disorder] etn disorder [nasal disorder] etn disorder [pharyngeal disorder] muscle pain (trapezius) [muscular back pain] intense and unusual pain in lower back [low back pain] etiological picture of metal poisoning, including tin [metal poisoning] dermatological disorders [skin disorder] nausea [nausea] heart rhythm disorders [cardiac dysrhythmias] asthenia [asthenia] abdominal pain [abdominal pain] depression [depression]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / numerous pelvic pain with heaviness"), salpingitis ("salpingitis around the tin particles"), menometrorrhagia ("menometrorrhagia"), embedded device ("right essure insert was in subserosal position in right horn"), uterine leiomyoma ("5 leiomyomas without suspicion of malignancy / 2 intracavitary fibromas / small submucosal anterior myoma") and adenomyosis ("major diffuse adenomyosis / adenomyosis lesions") in a 49 year-old female patient who had essure inserted (lot no. 20188520) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of eye dryness, urinary incontinence and parity 3. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced a first episode of heavy menstrual bleeding ("menorrhagia") and depression ("depression"). On (B)(6) 2019 she experienced pelvic pain (seriousness criteria medically important and intervention required), adenomyosis (seriousness criterion medically important), a second episode of heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), pelvic discomfort ("pelvic heaviness"), a first episode of uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), muscle spasms ("leg muscle cramps"), achilles tendonitis ("tendonitis of the right achilles tendon"), headache ("headache (intensive and frequent)"), middle insomnia ("insomnia and awakening at night"), rash over arms ("skin rash (forearm)"), a first episode of dysuria ("terminal dysuria") and muscular back pain ("muscle pain (trapezius)"). Essure was removed on (B)(6) 2020. On unknown date she experienced salpingitis (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), a second episode of dysuria ("terminal dysuria"), pain in extremity ("intense and unusual pain in legs (both sides)"), vertigo ("vertigo"), granuloma ("granuloma in the right horn in contact with the essure"), device dislocation ("left essure insert was well placed but in a very external position"), dysmenorrhoea ("dysmenorrhea"), eye disorder ("ocular disorder"), dizziness ("dizziness"), abdominal distension ("bloating"), syncope ("vasovagal malaises"), speech disorder ("speech disorders"), memory impairment ("memory disorders"), neck pain ("neck pain"), eczema ("skin reaction, like aczema"), skin rash ("skin rash"), tendonitis ("tendonitis"), a second episode of uterine adhesions ("sus-isthmic central synechia"), fatigue ("significant tiredness"), tinnitus ("tinnitus"), ear disorder ("etn disorder"), nasal disorder ("etn disorder"), pharyngeal disorder ("etn disorder"), low back pain ("intense and unusual pain in lower back"), metal poisoning ("etiological picture of metal poisoning, including tin"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), asthenia ("asthenia") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with other therapeutic products as well as surgery (total hysterectomy with bilateral adnexectomy/salpingectomy, radio-frequency endometrial ablation on (B)(6) 2017 and removal of fibromas via hysteroscopy on (B)(6) 2013), unspecified non-drug therapy and surgical treatment consisting of a hysterectomy and a bilateral salpingectomy. In (B)(6) 2020, the myalgia, headache, rash over arms, ear disorder, nasal disorder and pharyngeal disorder had resolved. In (B)(6) 2020, the achilles tendonitis had resolved. In (B)(6) 2021, the middle insomnia had resolved. At the time of the report, the arthralgia, eye disorder, memory impairment and tinnitus were resolving and the pelvic pain, embedded device, latest episode of dysuria, pain in extremity, dizziness, speech disorder and skin rash had resolved. The outcomes for salpingitis, menometrorrhagia, uterine leiomyoma, adenomyosis, intermenstrual bleeding, pelvic discomfort, pollakiuria, muscle spasms, granuloma, dysmenorrhoea, abdominal distension, neck pain, eczema, tendonitis, fatigue, muscular back pain, low back pain, metal poisoning, skin disorder, nausea, arrhythmia, asthenia, abdominal pain, the last episode of heavy menstrual bleeding and the last episode of uterine adhesions were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, arrhythmia, arthralgia, asthenia, muscular back pain, low back pain, depression, device dislocation, dizziness, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, ear disorder, eczema, embedded device, eye disorder, fatigue, granuloma, headache, the first episode of heavy menstrual bleeding, the second episode of heavy menstrual bleeding, intermenstrual bleeding, memory impairment, menometrorrhagia, metal poisoning, middle insomnia, muscle spasms, myalgia, nasal disorder, nausea, neck pain, pain in extremity, pelvic discomfort, pelvic pain, pharyngeal disorder, pollakiuria, rash over arms, skin rash, salpingitis, skin disorder, speech disorder, syncope, achilles tendonitis, tendonitis, tinnitus, the first episode of uterine adhesions, the second episode of uterine adhesions, uterine leiomyoma and vertigo to be related to essure administration. The reporter commented: during essure insertion procedure the endocervix was normal, examination of the endometrium showed one anterior fibroma partially intracavitary, and normal endometrium. Also showed a normal tubal orifices (ostia). Essure insertion was performed on (B)(6) 2009 with no incident, 3 trailing coils on each side. Visit on (B)(6) 2019: no suspicious element of malignancy. Laboratory analysis showed mineral matter in the tissues surrounding the implants. On follow-up: reporter informed that major adenomyosis, of such magnitude that the treatment can only be the removal of the organ. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2019); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Implant insertion date (as per sd): (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy fallopian tube] in (B)(6) 2020: examination reveals in the tissues 23 particles of tin, 6 of tin and silver, and 1 of tin oxide. [Gynaecological examination] on (B)(6) 2019: uterus: diffuse major adenomyosis and central sus isthmic synechia. [Magnetic resonance imaging pelvic] in 2019: major diffuse adenomyosis, susitsthmic central synechia; left essure insert was well placed but in a very external position, right essure insert was in subserosal position in right horn; on (B)(6) 2019: very large adenomyosis uterus and associated intramural myomas. Essures in place on MRI displaced by adenomyosis; (date unknown): essure in place displaced by adenomyosis [pathology test] in (B)(6) 2013: leiomyomas no malignancy; in (B)(6) 2017: some foci of superficial adenomyosis and a leiomyoma (5 mm) and no sign of malignancy; in (B)(6) 2020: presence of large lesions of adenomyosis on the myometrial wall, and presence of granuloma in the right uterine horn region. Adenomyosis is confirmed, as well as inflammatory reactions of tubes in contact with implants. At the level of the right uterine horn, in contact with the essures, presence of resorptive macrophagic lesions of the granuloma type. Analysis of the implant thus reveals that organic sleeve covers the weld area and that mineral particles cover said sleeve. The metallic residues, mainly tin, are disseminated in the sleeve. The metals making up the implant are therefore found on the organic tissue, proof of the product's disintegration. [Ultrasound scan] in (B)(6) 2010: nothing remarkable; on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn. Lot number:20188520 manufacturing date:2009/07 expiration date:2012/07. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, event: dizziness, reporter causality comment and cluster ID added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 56-year-old female patient who had essure (batch no. 20188520) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), adenomyosis ("major diffuse adenomyosis / adenomyosis lesions"), pelvic discomfort ("pelvic heaviness"), uterine adhesions ("uterus: central isthmic synechia (fusion of two contiguous tissues normally separated) 11cm x 5.95cm"), pollakiuria ("frequent urination"), dysuria ("terminal dysuria"), arthralgia ("joint pain (right elbow, right knee, upper back, neck, right shoulder)"), myalgia ("muscle pain (cervical)"), back pain ("muscle pain (trapezius)"), muscle spasms ("leg muscle cramps"), tendonitis ("tendonitis of the right achilles tendon"), headache ("headache"), insomnia ("insomnia") and rash ("skin rash (forearm)"). On an unknown date, the patient experienced vertigo ("vertigo") and granuloma ("granuloma in the right horn in contact with the essure") and was found to have uterine leiomyoma ("5 leiomyomas"). The patient was treated with and surgery (total hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, adenomyosis, pelvic discomfort, uterine adhesions, pollakiuria, dysuria, arthralgia, myalgia, back pain, muscle spasms, tendonitis, headache, insomnia, rash, uterine leiomyoma and granuloma outcome was unknown. The reporter considered adenomyosis, arthralgia, back pain, dysuria, granuloma, headache, insomnia, menorrhagia, metrorrhagia, muscle spasms, myalgia, pelvic discomfort, pelvic pain, pollakiuria, rash, tendonitis, uterine adhesions, uterine leiomyoma and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on an unknown date: essure in place displaced by adenomyosis. Ultrasound scan - on (B)(6) 2019: left essure in place but very external, right essure in subserous on the right horn. Lot number:20188520 manufacturing date:2009/07 expiration date:2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.